Manufacturer narrative:
The received device had the cannula assembly fully deployed and the adhesive pad attached to the bottom housing. The cannula measured the correct full length according to specification and did not appear damaged, bent, or kinked. A leak test found no signs of leakage in the fluid path. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl to 340 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the adhesive was not sticking well and the cannula dislodged from the infusion site (hip/buttocks); the cannula was also found to be bent. Trace ketones were present as well. As treatment, a new pod was applied.